Event description:
Pt's crono pump serial number (B)(4) was giving an error code of ER 4. Pt tried troubleshooting, replacing battery, but pump continued to alarm. She was able to switch to her backup pump and did not miss any of her infusion. We are sending the pt a replacement pump to arrive tomorrow morning. Once she confirms the new pump is working, she will send back the alarming pump to be reviewed. Dose or amount: 44ng/kg/min, frequency: continuous, route: intravenous. Dates of use: from (B)(6) 2014 - ongoing. Diagnosis or reason for use: i27.0, primary pulmonary hypertension.